Event description:
It was reported that during a preparation for use, when connecting the scope with the video system center, the light blinks and stops. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported blinking/flashing light was not reproduced and could not be confirmed. Additionally, a definitive root cause of the observed ingress of water into the connector socket and front panel failure could not be determined, as not additional event information was reported or available. Olympus will continue to monitor field performance for this device.